Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Information was received from one of the patient's physicians reporting that the patient presented to the emergency room and his pacemaker was unresponsive. It was noted that several weeks earlier, the patient had a normal trans-telephonic pacemaker check. The device was replaced, and the patient 'did well'.

Manufacturer narrative:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Information was received from one of the patient's physicians reporting that the patient presented to the emergency room and his pacemaker was unresponsive. It was noted that several weeks earlier, the patient had a normal trans-telephonic pacemaker check. The device was replaced, and the patient 'did well'. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure wire device was out of specification in a manner that relates to event output, none.